Event description:
Boston scientific crm received information that the latitude monitoring system detected a red alert (device battery has reached end of life (eol)). The local representative and clinic nurse were notified. The red alert was reviewed and dismissed from the physician's web site by the clinic nurse. Patient support explained to both the clinic nurse and local representative that continued latitude monitoring and remote interrogations could not be guaranteed due to the device's battery status.

Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.

Event description:
Subsequently, boston scientific received information that this device was received at boston scientific's return products in (B)(6) 2011.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. Although the device met longevity expectations, the eri to eol interval was less than 90 days. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.